Manufacturer narrative:
A getinge field service technician will be sent for further investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that a hl20 single pump displayed the error message "head" during treatment. The operator discovered it in time and took immediate measures. The pump was restarted and circulated again. The treatment was successfully completed. No harm or injury has been reported and no delay in surgery. Since the failure caused an unintentional pump stop a report is required. Complaint: (B)(4).

Manufacturer narrative:
It was reported that a hl 20 pump displayed the error message "error head" during patient treatment. The pump was restartet and the treatment was finished without any issues. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair. The failure was not reproduced and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The reported failure "error head" could be linked to the following most probable root causes according to the risk management file: fail of device because of: - failure of pump control board (pump stop) - failure optical tacho board - defective tacho, relay or pump belt. The review of the non-conformities has been performed on 2025-03-14 for the period of 2018-10-04 to 2025-02-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured 2018-10-04. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message error head" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).